Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The lot number was documented as unknown in the initial report. It has been updated to 8995693. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 25, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the sleeve had grinding marks. The attachment was disassembled and it was found that the product has not been lubricated per instructions for use. It was determined that improper lubrication generated heat. Therefore, the reported condition was confirmed. It was further determined that the bearing was seized, jammed and heavy moving. The assignable root cause was determined to be due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a bimax surgical procedure, it was discovered that the electric pen drive device heated up and burnt the inside of the patient's mouth when used together with the reciprocating saw attachment device. The reporter stated that "it was not a severe burn; they just noticed a small blister in the mouth and realized it had come from the electric pen drive device." There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. The surgeon indicated that the patient was fine. According to the reporter, there was no reported adverse event to patient or user. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.